Event description:
It was reported that the coil broke. The idc 18 6mm x 10cm coil broke into two pieces inside the microcatheter. The proximal portion of the coil was not used. The distal portion of the coil was pushed into the unknown target lesion. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual inspection of the pusher wire found that it was protruding from hub of distribution hoop. The pusher wire was advanced through the introducer sheath with no resistance encountered. The pusher wire was found to be kinked upon inspection. A microscopic inspection found that the interlocking arm of the pusher wire had no damage noted. The dimensions of the pusher wire and coil that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).